Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had critical pump error on insulin pump. The customer¿s blood glucose level was 125 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error, problem isolated to electronic assemblies.